Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall patient experienced ineffective therapy, patients lead has all high impedances. As a result, surgical intervention may be undertaken to address the issue.

Event description:
It was reported that following a car accident l patient experienced ineffective therapy, patients lead has all high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction b5- following a car accident rather than a fall. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.